Event description:
It was reported that the received goods have a different expiration date than the actual shipped goods, and there are marks of modification on the label. The device was not used in a patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation conclusion: the investigation found discrepancies between the returned traxcess 7 mini guidewire box label and pouch label. Furthermore, the pouch's printed label was modified by overlaying a new label and expiration date that differ from the original, which is consistent with the customer-provided images and the alleged product issue. The physical evaluation of the device labeling could not identify the conditions or circumstances that led to the label overlay, but the labeling is consistent with the device labeling being altered outside of microvention's control.

Event description:
Please see section h11 for device investigation results.